Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was explanted and replaced due to premature battery depletion. The depletion was due to administering over 100 appropriate shocks for the patient's vt/vf episodes. No patient complications have been reported as a result of this event.